Event description:
The customer reported that the drive support cap was uneven. The blood glucose reading was 147mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump received with protruded drive support disk. Motor error alarm during the basic occlusion test due to protruded/loose drive support disk. Also received with scratched display window and cracked display window corner. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.